Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, delivery accuracy test, excessive no delivery test or confirmed motor error alarms due to prime anomaly. The motor was tested outside the device and passed. Unit received with broken off piece at the battery tube threads. Device received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube lip and reservoir tube window. Device received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clinical manger reported via phone call the customer was hospitalized on (B)(6) 2018 due to high blood glucose and diabetic ketoacidosis. The clinical manger states customer requires a pump replacement in order to be released from the hospital. The customer experienced symptoms such as stomach ache, diarrhea and vomiting. Blood glucose at the time of the admission was 800mg/dl. The customer was wearing the insulin pump during the hospitalization. The clinical manger was advised the customer declined a pump replacement. The insulin pump will be replaced and returned for analysis.